Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing extreme pain, loosening, a pinching sensation, noise and loss of feeling from knee to ankle.